Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the triple wire technique for delivery of endovascular components in difficult anatomy stern r. J, cheng p. C, colvard d.b , paranjape h, and lee t. J annals of vascular surgery 2021; 70: 197¿201 https://doi.org/10.1016/j.avsg.2020.04.021. If information is provided in the future, a supplemental report will be issued.

Event description:
A non mdt cuff and heli- fx endoanchors were implanted in the endovascular treatment of a ia endoleak from distal migration of an unknown stent graft. On completion aortogram, it was noted that the cuff was covering the majority of the left renal artery, resulting in diminished flow. In order to preserve flow to the left kidney, it was elected to attempt to place a chimney stent to hold down the fabric covering the origin of the renal artery. The target renal was cannulated with a guidewire with the aid of a steerable sheath. However, due to the angle, a stiff wire was unable to be advanced without kicking back into the aorta and losing access from the renal. After successfully placing a catheter, three wires were advanced into the target vessel. A chimney stent graft was then inserted into the renal which restored normal blood to the kidney.